Event description:
In 2008, the distributor reported that during a pathfinder surgery, the bone awl stuck onto the k-wires. This happened for each of the 4 screws implanted and at each time the bone awl and k-wire had to be removed from the wound. It was identified that the patient has hard cortical bone. The surgeon had difficulty separating the k-wire from the bone awl. There was a surgical delay of one hour.

Manufacturer narrative:
Product is an instrument and is not implantable. D10: requests have been made for the return of the product. Request have been made to obtain the product. Device manufacture date is unknown. Evaluation is pending upon the return of the product.